Event description:
During routine testing by stryker, the device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the issue. The cause of the reported issue is a depleted hybrid layer capacitor battery. The device was scrapped.